Event description:
Boston scientific received information that this atrial lead is fractured. The associated device is currently programmed to ddi mode. However, the caller would like to reprogram the device to vvi mode. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations and programming options with this caller. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
A revision procedure was subsequently performed and the lead was removed from service and surgically abandoned. No other adverse events have been reported. This product issue will be updated if additional information is received.